Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint (device - long60a). Therefore, we were unable to check manufacturing records for any related non-conformance. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch (reload - ecr60g batch # m5241f). Manufacturing date: 01/19/2015

Event description:
It was reported that during a laparoscopic gastrectomy procedure, that one cartridge miss fired and other cartridge got stuck in between the gun. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify how the first cartridge "misfired"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Can you clarify how the second cartridge was "stuck in between the gun"? Was the cartridge difficult to load into the device? Or was the device difficult to remove from the device? If yes, please provide further detail of the event. Misfire- only half the cartridge fired and staple formed. Staple formed but half of the same only. No staple line wasn't complete. Device didn't cut completely. Second cartridge load and started firing after first firing (4 stroke echelon firing) device didn't move and was unable to remove. Can you provide further clarification on the second cartridge? You have stated that the cartridge was loaded and started to fire after the first firing using a 4 stroke echelon device. It didn't move and was unable to remove. What was the product code of the 4. Stroke echelon device? When the device started to fire and then didn't move, was the device stuck on tissue? If yes, how was the device removed from tissue? Were the device jaws eventually able to be opened? Product code used long60a. Device was stuck on the tissue. Device was removed by stapling and cutting the adjacent area of the stuck device using another lap cutter. Device jaw didn't open and in that position only sent to you.